Event description:
Customer reported multiple alarms on her insulin pump. Customer's blood glucose is unknown. A temporary basal was not programmed before the alarm. The device was not stored for a long period of time. Customer reported her battery cap has been missing for over a month. The alarms occurred shortly after inserting a new battery. Customer was advised the device experienced an unexpected restart. A replacement battery cap was sent. Customer was advised to monitor the issue and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.